Manufacturer narrative:
The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus received information from a post-market clinical follow-up survey that the chitozolve finished good (8/pk) was used for a therapeutic procedure and prolonged bleeding occurred which required management of the patient with post-surgical epistaxis. The chitozolve splint did not stop bleeding upon insertion into the patient due to technical issues and did not remain where it was placed. The device was being used as a nasal hemostat to treat epistaxis and the procedure was not completed. There were no other devices involved in the event or replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause could not to be determined for the suggested event. The device was not returned and there is not enough information to determine a root cause. The event can be prevented by following the instructions for use which state: ""help control minimal bleeding..."" And ""in the case of prolonged bleeding seek medical attention."" Olympus will continue to monitor field performance for this device.